Event description:
It was reported that the needle failed to deploy and did not insert into the skin during pod activation, indicating a needle mechanism failure. There was no impact on the patient's blood glucose levels reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.